Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated that the patient felt itchy directly below where the adhesive patch made contact with skin. The sensor was removed on (B)(6) 2018 due to itchiness. The patient¿s skin was red and had an irritated rash. On (B)(6) 2018 the patient visited a dermatologist and was prescribed a topical steroid cream for the skin reaction. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.